Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, it was reported that the pump battery was depleting quickly. During trouble shooting with tandem technical support, it was found that pump was depleting at a normal rate. Customer's blood glucose was 203 mg/dl.